Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that patient samples were drawn and tested on (B)(6) 2019. Sample tubes were centrifuged for 9 minutes at 3000 rpm (revolutions per minute) and inspected before loading on the instrument. Customer did not observe fibrin or clots on samples and noted that samples were not recentrifuged between initial and repeat testing. Siemens dispatched a siemens customer service engineer (cse) to the customer site. Siemens checked the sample and reagent probe calibration, and no issues noted. A water test was run, and the results were within range. The cse observed the probe wash line had air bubbles and noticed the sample probe clotted with a gel-like material. The cse replaced the sample and reagent probe and performed a qc (quality control) run. The instrument was operational and performing within specifications. The cause of the discordant, false positive, hcg results is unknown. Siemens completed a follow-up, and the customer has not observed a recurrence. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
False positive, human chorionic gonadotropin (hcg), results were obtained for two patient samples on an immulite 2000 xpi instrument. The discordant results were reported and questioned by the physician(s). The customer used the same samples for repeat testing on an alternate instrument. The customer obtained negative results and issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the false positive hcg results.